Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a heavily calcified bicuspid valve, the valve was deployed too high but was deemed a good position by echocardiography. Upon deployment, the valve dislodged up and floated up the dilated ascending aorta resulting in mild-moderate paravalvular leak (pvl). Subsequently, a second valve was tracked through the first frame using a snare for counter traction. The valve was successfully deployed in a deeper position. Of note, the patient had poor kidney function meaning there was very little to no contrast that could be used during the procedure. The implant team relied on echocardiogram guidance to implant the valve. The native valve was not pre-dilated. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.